Event description:
The patient's medical records were received. A review of the medical records indicate the patient was revised to address pain and cup loosening. The patient's cup was migrated and rotated clockwise. The cup was loosened at an unknown interface and was used in conjunction with competitors cement patient medical records attached below.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The patient's medical records were received. A review of the medical records indicate the patient was revised to address pain and cup loosening. The patient's cup was migrated and rotated clockwise. The cup was loosened at an unknown interface and was used in conjunction with competitors cement. Patient medical records attached below. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
The patient's medical records were received. A review of the medical records indicate the patient was revised to address pain and cup loosening. The patient's cup was migrated and rotated clockwise. The cup was loosened at an unknown interface and was used in conjuction with competitors cement patient medical records attached below. Update nov 30, 2017 additional information received. Updated date of implant. This complaint was updated on dec 6, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).